Event description:
It was reported via repair work order that the head section load wheel came off which could affect loading and unloading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.